Event description:
Customer reports that he obtained results of 91mg/dl, 92mg/dl, 282mg.dl, and 87mg/dl on the same device within 10 minutes. Customer reports that results of 91mg/dl and 92mg/dl were performed on lot 548601, result of 282mg/dl was performed on a different vial with lot number 548601, and result of 87mg/dl was performed on a 3rd vial of lot 548601. No action was taken based on device results. No adverse event reported and no treatment received. Quality controls were used and fell within acceptable range on all vials except for the vial producing the result of 282mg/dl. Requested return of suspect vials and replacements were sent.